Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer had high blood glucose levels of 694 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels. The customer was treated with insulin intravenously. The customer was wearing the insulin pump at the time of hospitalization. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.